Manufacturer narrative:
Investigation: the complaint of the z6ms temperature error was investigated. The transducer was returned, and testing was performed for the failure mode of temperature error message. The most probable cause for the complaint was due to a gastro flex thermistor trace crack and open from insufficient gastro flex reliability; this issue is related to design. Through a corrective and preventive action (CAPA), the gastro flex thermistor trace width tolerance was widened, and the cable assembly design and gastro flex stiffener was changed through an engineering change order. This defect in this complaint occurred prior to the CAPA.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that while the user was scanning a sedated patient during a transesophageal echocardiography (tee) procedure, the transducer displayed a usacquisition_31 over-temperature error. The reported phenomenon occurred when the transducer was connected to the ultrasound system and shortly before the procedure was finished. The tee was aborted with the use of the initial transducer; however, the user reinserted a new transducer to continue and complete the tee. There was no loss of data and there was no patient adverse event reported. No additional information was provide